Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the actual device was not received for evaluation. However, we have analyzed data received from the device. Lifetime asystole episode counter: 14. Longest asystole duration counter: 21814.

Event description:
It was reported that it was observed on the electrocardiogram that the device is switching modes. The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.